Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual analysis revealed a fully breached insulation degradation exposing the coil adjacent to the connector boot. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The degradation was adjacent to the connector boot.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device upgrade procedure, insulation damage was visually confirmed on the right ventricular (rv) lead. The rv lead was cut at the proximal end and partially explanted. The remaining portion of the rv lead was capped and remains implanted. A new rv lead was implanted to resolve the event. The patient was stable and will continue to be monitored.